Manufacturer narrative:
E.13 initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta 5.4mg that there was a cracked tube. The following information was provided by the initial reporter: on (B)(6) 2023, the nurse collected venous blood for the patient. When taking blood routine samples, she found that there was blood leaking from the bottom of the blood collection tube. After checking the tube wall, there was a small crack. Immediately replaced with a new blood collection tube and collected blood again. Specimen.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged/cracked product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® k2 edta 5.4mg that there was a cracked tube. The following information was provided by the initial reporter: on (B)(6) 2023, the nurse collected venous blood for the patient. When taking blood routine samples, she found that there was blood leaking from the bottom of the blood collection tube. After checking the tube wall, there was a small crack. Immediately replaced with a new blood collection tube and collected blood again. Specimen.